Event description:
It was reported that the customer had device not working which was resolved with replacement of pressure transducers which stopped the pump from alarming channel error. Then a full preventive maintenance was performed on pump with alaris system maintenance software. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.